Event description:
It was reported that during a stenting procedure, a shaft detachment occurred. The physician deployed the placehit wallstent in an unknown vessel. When removing the delivery system, the inner section detached. The physician removed all of the delivery system out safely. The procedure was completed with this device. No patient complications were reported. Patient status reported as "no patient issues". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis.